Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/10/2020. A manufacturing record evaluation was performed for the finished device pj5091 batch number, and no non-conformances were identified. Additional h3 investigation summary: it was reported performance pull off - suture needle. A sealed box and an open box with seven-teen unopened samples of product code mpy501h, lot #pj5091 were returned for analysis. The complaint sample was not received. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that the patient underwent a breast reduction on (B)(6) 2020 and the suture was used. During suturing, the suture pulled off. No information regarding the number of impacted devices. Another like suture was used to complete the procedure. There were no patient consequences reported.